Event description:
Three days post a coronary drug eluting stenting treatment procedure, a sub-acute thrombosis occurred. The pt brought to the cardiac cath lab, arrived on heparin drip. Access was obtained through the right femoral artery. The guide catheter was inserted. The physician first predilated the mid right coronary artery (rca) with a 3.0 x 25 mm maverick balloon, which was inflated to 8 atms for 35 seconds. The lesion in the mid right coronary artery (rca) was stented with a taxus express2 3.0x32 mm drug eluting stent. The stent was deployed at 9 atms for 45 seconds for successful stenting. The stent delivery system was removed. The physician then predilated the mid right coronary artery (rca) with a 3.0 x 15 mm maverick balloon, which was inflated to 12 atms for 33 secs. The lesion in the proximal right coronary artery (rca) was stented with a taxus2 3.0 x 16 mm drug eluting stent. The maverick balloon was re-inflated to 12 atms for 60 secs. The stent was deployed at 11 atms for 60 seconds. The stent balloon was deployed at 10 atms for 45 seconds for successful stenting. The stent delivery system was removed. The mid rca was then post-dilated with a 3.0 x 25 mm maverick balloon, which was inflated twice to 14-16 atms for 50-60 seconds. There were no pt complications. Heparin and nitroglycerin was given. Three days post procedure the pt returned to the cath lab on vent, unresponsive, and externally paced. Pt was receiving heparin, dopamine, neosynophrine, and epinephrine when arriving at the cath lab. Bilateral dp and pt pulses were absent. Bilateral feet noted on arrival to be cold to the touch and color was cyanotic. A lidocaine drip was started. Access was obtained through the left femoral artry, right femoral artery, and right femoral vein. Temporary pacemaker was inserted and advanced to rt heart, augmentin was given. The physician first predilated the proximal rca with a 3.0 x 15mm powersail balloon and inflated 3 times to 20 atm's for 25-60 seconds. Three inflations were made in the mid rca to 20 atms for 60 seconds. Heparin and nitroglycerin were giving. Angioplasy balloon, angioplasty wire, and guide catheter were removed. One hundred and fourty five degree angled pigtal was inserted and advanced to right heart. Swan ganz arrow was inserted and advanced to the lv. Angiography performed and pigtal removed. A swan ganz arrow was inserted and advanced to right heart. Swan ganz arrow was sutured in right femoral vein at 78 cm. Pt was transferred to the ccu. No further pt complications were reported. Pt status reported as "ok".